Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/02/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the specific location of the rash on the body? All 4 patient had reactions inside of both arms and inner thighs, and some patients also had across waist at back does the reaction extend 1-2 inches beyond each tape or only 1 site of the tape? Multiple areas. Rash was under arms, inner thighs, across back at waist. Rash was not systemic, rash was localized around tape. Were each of the 4 patients female and approximately 40 ¿ yes. Was the topical steroid cream prescribed or over the counter? Treated with prescription topical steroids. Event dates: all 4 procedure dates were within the last quarter. No photos or patient demographic data is available. Please clarify "cut the skin away" mean - these are plastic surgery procedures. He uses a scalpel and scissors. The cases are big body lifts, removing alot of skin.

Event description:
It was reported that the patient underwent a major body lift plastic procedure on unknown date and the topical skin adhesive was used. Following the procedure, the patient developed a rash and reaction was located inside of both arms and inner thighs, and/or across waist at back. Rash was not systemic but localized around tape. The patient was treated with prescription topical steroids.